Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 08 april 2024, it was reported that the infusion set cannula was bent. Patient blood glucose level was between 300-400 mg/dl. The issue was noticed within 3 hours of insertion. The insertion site was abdomen. The patinet replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.